Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned which may have aided in the evaluation and determination of cause. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly the lesion was mildly tortuous and heavily calcified with 90% stenosis, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon inflation at 10 atm, which is below the rated burst pressure of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. All balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the eccentric, de novo lesion was in the ostium of the left circumflex which was mildly tortuous, heavily calcified and has a 90% stenosis. The nc voyager 2.5 x 12 was used to dilate the lesion, but the balloon ruptured at 10 atmospheres (atm) after 10 seconds. The device was removed and a new nc voyager of the same size and it was used to dilate the lesion without issue. After the lesion dilated a xience v 2.5 x 18 stent was deployed and the procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.